Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Medwatch report mw5101474.

Event description:
User facility medwatch report received that states: "after angiogram, the arterial sheath wire was attempted to be removed using perclose device. The perclose device was able to be closed but the device got stuck inside the vessel. FDA safety report ID #(B)(4)" "event outcome: hospitalization, required intervention".